Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was received with physical damage noted. The sr8 randomly shuts down on battery power was confirmed. The root cause of the reported issue is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
On (B)(6) 2020 - during sample evaluation battery abrupt shutdown was confirmed.